Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than 600 mg/dl) using her guide meter and 97 mg/dl using her daughter's guide meter. The test strips lot was the same (#104376) on both meters. Customer states she has had symptoms of high blood sugar, but has been able to self-treat with insulin injections.